Event description:
It was reported that removal difficulties and a shaft break occurred, requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A bifurcated target lesion was located in the left main, left anterior descending, and circumflex (cx) arteries. An nc emerge balloon catheter was advanced for dilation, post stenting. The physician tried to withdraw the balloon from the cx, but the balloon became stuck in the vessel and the device snapped at the hypotube transition. The physician attempted to snare the balloon but was unable to retrieve it. Synergy megatron drug-eluting stents were then used to stent the balloon against the vessel wall. The procedure was completed successfully. The patient was in stable condition post-procedure.